Event description:
Reported an infusion pump that has discharged batteries below the alarm threshold. The issue was discovered during an on-site service. The pump was not in use on a pt when the problem was discovered. There is no report of pt injury or med intervention associated with this pump.

Manufacturer narrative:
The battery history was reviewed and revealed the pump that 2 battery discharges below alarm threshold. Review of the complaint history reveals similar reports have been received for this product for the reported battery issue. There is a CAPA, mdq-CAPA-132, open to document and evaluate this issue.